Event description:
While undergoing a diagnostic ercp for obstructive jaundice, a stone was found. A mechanical lithotripsy set was used. An attempt was made to remove and/or crush the stone via the lithotripsy, the stone basket became impacted at the common bile duct. The pt had to be taken to the or for removal of the basket. It was difficult to remove. The basket was sent to the pathology dept upon removal.